Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip clamp/black sleeve in the reported problem area of the pipette assembly were stuck and seized from plasma splitting into the assembly. The stuck parts tip clamp sleeve and plunger clamp were freed and replaced. All tip clamps were replaced. The instrument was tested without further problem and returned to service.